Event description:
It was reported that (1) device was used during a oophorectomy. It was reported by the rep that the surgeon closed the jaws of the tsw35 instrument. Then verified tissue position and attempted to fire the device, and the 2nd lever would not move. After a few more attempts, the surgeon disengaged the device. Another instrument was used to complete the case. There was no consequence to the pt. After the surgery, one of the or staff tried to again fire the device. The person forced the 2nd handle lever with great difficulty. The stapler cartridge was discarded.